Event description:
It was reported that the patient's device had interfered with the court process and had probably been a part of the patient's inability to fully understand miranda. It was noted that there was a lot of problems with the device combined with the vet chip (rfid) and the patient needed both of them turned off. This bad experience with the device started with the county jail. It was noted: "law enforcement should never have the devices because there's too much potential to kill someone in secret." The patient had been experiencing a lot of shock to their private areas causing a sensation of sexual abuse. This caused dehydration due to lack of drinking water in order to shut off the shocks and a loss of appetite or decreased appetite/desire to stop eating so that I don't "feed" the s hocking mechanism. The patient noted their "life is at risk because I also have lead in my body. This combination will probably shorten my life span." The patient also noted painful nerve burns on and off throughout their body. The patient noted it failed to work with any sort of bladder functionality and theirs was combined with a vet chip (rfid device) and this caused short circuits on a regular basis to the vulva area which can cause pain, nerve burns in various areas of the body, frequent urination sometimes, incontinence, and an inability to know when to go to the bathroom. The patient's reaction had been to try to remove the device. The patient went to five different hospitals to try to have it removed. No success, yet. It was noted: both of these devices are putting my life at risk because I get shocks way too much and too frequently and too painfully and often around their vaginal parts and anus. There had been pinched nerves throughout their body. It was noted: "since they won't remove it...I stop eating food, and drinking water to stop the device from working anymore. This combined with lead poisoning already in progress is killing my body. I have to have these shocks off of me now."the patient didn't know who made the vet chip. It was in their right side. The manufacturer's device was on their left side. It was noted it felt like "various forms of electrocution, sexual abuse/rape, physical abuse, spiritual problems like an inability to talk with g-d sometimes". It was noted: "this is on nearly 24/7." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).